Manufacturer narrative:
Correction to analysis investigation conclusion code. Should have been " 4310 - cause cannot be traced to device" instead of "67 - no problem detected".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Analysis was normal, no device anomalies were observed.

Event description:
Related manufacturer reference number: 2017865-2021-35843. Related manufacturer reference number: 2017865-2021-35845. It was reported in the emergency room that the patient was presented with a pocket infection. The physician explanted the pacemaker, atrial lead, and right ventricular leads. The patient has been discharged.